Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported device expiration issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: note the product use by date. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.50 x 23 mm xience xpedition stent was successfully implanted on (B)(6) 2017. It was later determined that the expiration date for the xience xpedition was in (B)(6) 2017 and should not have been used in the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.